Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01825-00.

Event description:
Canceled as duplicate of int-013048/cn-013314. I am reaching out because I have been made aware that account: (B)(4) might have a pah case. The account states that they reported the event.

Manufacturer narrative:
It has been identified that this record, mrn 3007215625-2021-01922, is a duplicate of mrn 3007215625-2021-01825. Please see mrn 3007215625-2021-01825 for reportable events.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see mrn 3007215625-2021-01825 as the operating record related to this complaint.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient treated with coolsculpting may have developed paradoxical adipose hyperplasia (pah).